Event description:
Shredding, strings separation- tampon [device breakage]. Case narrative: consumer reported via e-mail that the strings are shredding and separating. No injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.